Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The device was unable to fully advance out of introducer during insertion through tunneled bifurcating graft. New introducer and new impella 5.5 pump then inserted without issue.

Manufacturer narrative:
The investigation into "device unable to fully advance out of introducer during insertion" has been completed. Product was not returned for review. The root cause of the difficulty inserting the pump through introducer was unable to be determined as limited clinical details were provided and no product was returned for review.